Manufacturer narrative:
(B)(4). Date sent: 11/10/2015. Information was not provided by the contact. Batch # (B)(4) the analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the deployed staples were malformed and bleeding occurred after firing. Amount of the bleeding was unknown. Blood transfusion was not required. Another device was used to complete the case. There were no adverse consequences to the patient.